Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when the site was getting ready for a case, the system had became unresponsive with black screen and flickering in the upper portion. They were able to do a hard shutdown and proceed. No patient involved.